Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing which resulted in inappropriate anti-tachycardia pacing (atp) and a shock. In addition, loss of capture was also observed. An x-ray was then performed which confirmed the lead had dislodged. The physician noted the lead position was not optimal at the implant procedure as it had pulled back slightly, but now, had pulled back even more resulting in the observations. The lead was then repositioned and remains in service. There have been no additional adverse patient effects reported. Device received indicated that this lead was explanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Additional info - this report captures additional information of the explant of this device and impact on the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The lead was returned severed approximately .75mm from the terminal pin. The setscrew marks were in the correct location on the terminal pin. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional info - this report captures additional information of the explant of this device and impact on the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing which resulted in inappropriate anti-tachycardia pacing (atp) and a shock. In addition, loss of capture was also observed. An x-ray was then performed which confirmed the lead had dislodged. The physician noted the lead position was not optimal at the implant procedure as it had pulled back slightly, but now, had pulled back even more resulting in the observations. The lead was then repositioned and remains in service. There have been no additional adverse patient effects reported. Device received indicated that this lead was explanted. No additional patient adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing which resulted in inappropriate anti-tachycardia pacing (atp) and a shock. In addition, loss of capture was also observed. An x-ray was then performed which confirmed the lead had dislodged. The physician noted the lead position was not optimal at the implant procedure as it had pulled back slightly, but now, had pulled back even more resulting in the observations. The lead was then repositioned and remains in service. There have been no additional adverse patient effects reported.